Event description:
It was reported by the surgeon to the sales rep about a case that was done using our distal radius. The post op x-rays are good. The surgeon then showed me an x-ray of the plate with the most distal locking screw backing out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.